Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+2.0/090 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same length different axislens due to excessive vault. The problem was resolved. The replacement lens was positioned in the vertical position. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).